Event description:
It was reported via phone call that the reservoir would not stay in place and fell out during the night. It was stated that the customer dropped the insulin pump and the reservoir compartment does not hold the reservoir. Customer stated that the plastic is chipped at the top. Customer also stated she had high blood glucose when she woke up; she gave herself too much insulin and it caused a low. Customer declined troubleshooting. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, it was unable to prime during the prime test due to faulty force sensor resistor. Insulin pump unable to perform excessive no delivery test and occlusion test due to prime anomaly. Device received with minor scratches on lcd window, cracked case at display window corners and battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.